Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during routine maintenance of the arctic sun device received an alarm 75 (non-recoverable system error- inlet water temperature sensor out of range high resistance). The device restarted 4 times, always the same problem had occurred.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during routine maintenance of the arctic sun device received an alarm 75 (non-recoverable system error- inlet water temperature sensor out of range high resistance). The device restarted 4 times, always the same problem had occurred.